Event description:
Caller reported that a malfunction occurred on the pump, identified as malf 9, with a fault ID of 9-0x20f1. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump at work due to not having the charger and planned to contact technical support again once they had access to the charger at home. Cts later walked caller through pump reset. After reset pump reset malfunction error code did not reappear. Customer may continue to use the pump.